Event description:
Prior to implant procedure, the device was interrogated and the connection was lost. It was not possible to reestablish connection. A new device was selected for implant. The patient was stable with no consequences.

Manufacturer narrative:
The reported field event of interrogation anomaly was confirmed in the lab. The device could not be interrogated using rf telemetry due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.